Manufacturer narrative:
(B)(4). One photo sample was received by our quality team for investigation. Upon visual inspection of the sample, it was observed that the access tip was disconnected from drainage line therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for reported lot 0001284209 was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this failure is related to the method used during the manufacturing process. A corrective action project was initiated to further investigate and address this issue. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
I would like to inform you about a defective lockable drainage line. The access tip dropped from the tube. They wanted to connect the product and it then fell apart. On 09-jun-20: bd received a copy of the end user report (B)(6) sent to (B)(6) on (B)(6) 2019 related to the parent complaint (B)(4). At that time, (B)(4) (the distributor) didn't provide bd with the same level of information leading to assess the event as an adverse one thus we didn't report it. Per report received, the end user reports the following: the hose has come loose from the connector. System was open, pleural fluid leaked. Serious consequences or possible serious consequences for the patients/users/third parties: possible pneumothorax loss of volume (hypotension).